Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in an unspecified area of the "diseased" left anterior descending artery. The physician selected a 3.0x28mm promus element stent for placement. Following loading the stent delivery system onto the guidewire and before entering the hemostatic valve, the physician noted damage to the distal stent struts. The procedure was completed with another of the same device with no problem. There were no reported patient complications. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR:a visual and microscopic examination identified distal stent damage. On rows 1-2 the struts are misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The outer diameter of the stent area where no damage was measured and found to be within specifications. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. The entire length of the lumen was also kinked and twisted. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in an unspecified area of the "diseased" left anterior descending artery. The physician selected a 3.0x28mm promus element stent for placement. Following loading the stent delivery system onto the guidewire and before entering the hemostatic valve, the physician noted damage to the distal stent struts. The procedure was completed with another of the same device with no problem. There were no reported patient complications. This product is only ous approved but it is similar to an approved us device.